Event description:
It was reported that there was a loose connection between the patient line of a homechoice automated pd set with cassette and the transfer set. This was identified during troubleshooting for an unrelated alarm. There was no patient injury or medical intervention reported. No additional information is available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. The cause of the reported connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.